Event description:
According to the info received, the aortic valve was explanted due to severe paravalvular leak "mainly in the area of the noncoronary sinus" the valve was replaced with a sjm 29a-101. The prosthetic mitral valve was also repaired at this time.